Manufacturer narrative:
No button error alarms were noted. The pump had intermittent button response due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker. No vibrating anomaly was noted during our testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. It was also found the insulin pump was vibrating. The customer's blood glucose was 150 mg/dl. The customer could not recall any significant events leading to the alarm. The customer reported the insulin pump may have been exposed to sweat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.